Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a blank display on his insulin pump. The customer mentioned a past incident in which the reservoir leaked. The customer's blood glucose was unknown. The customer stated that the leak occurred at the o-rings. Troubleshooting was done. The customer stated that there was insulin or fluid visible in the reservoir compartment. The customer confirmed that the leak was past the 2nd o-ring of the reservoir. Explained possible causes of the leak. Advised customer to return the reservoir for analysis. Advised to call back if the leak occurred. Nothing further reported.